Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and topical skin adhesive was used. It was also reported that, during the procedure, betadine pre-op was used then the surgeon performed subcuticular closure, cleaned incision with water, dried and applied the mesh then topical skin adhesive was applied as a single application from the top of incision down. The surgeon also used a standard skin prep technique with chloraprep, left to dry, open incision closed, cleaned with saline solution and used ace bandage then removed 12-24 hour post op and tried to control swelling. Following the procedure, the patient developed blisters at ends of incision, beneath the mesh or possibly spread out beyond the mesh. The surgeon opines that blisters appear with serous fluid and more like a mechanical reaction. When reaction was observed, it was possible that the mesh was left in the place or peeled back and trimmed. The patient experienced possibly erythema and some discoloration with no residual effect. The patient was treated locally and possibly given oral antibiotics with bactrim to address the reaction.